Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had run high and that he had a bent cannula on the infusion set. He had been inserting manually due to the serter being broken. The blood glucose reading was 524 mg/dl. The customer treated with a manual injection. The customer was advised on insertion techniques to avoid bent cannulas. The insulin pump was not returned or replaced.